Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, leakage inside the oxygen blending module housing was detected. The oxygen blending module manifold assembly needs replaced to address the issue.